Event description:
Customer reported fluid leaked from the pump segment during an infusion on an infant. The event occurred in the nicu. There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer report of a set leaked from the pump segment could not be confirmed due to the product was not returned for failure investigation. The root cause of this report was not identified.